Event description:
Customer called to report that insulin is squirting out of the insulin pump during the prime process. Blood glucose reading at the time was 147 mg/dl. Troubleshooting was performed. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Device was received with a crack in the case at the display window corners and reservoir tube. The lcd window was scratched. The device alarmed a33 at 4.0 lbs during prime and a33 test due to loose, flush drive support disk.